Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experience intermittent extreme vibration when stimulation was turned on. There was no known accident or incident related to the event. The pt was at home, and the pt's status was undetermined. Add'l info received reported that the pt experienced a loss of therapeutic effect. The pt was seen (B)(6) 2011 for a device check and was told several electrodes were not functioning and needed a revision. Add'l info has been requested, but was not available as of the date of this report.